Event description:
The clinical consultant reported that the automated impella controller (aic) experienced a controller error. It was reported that the error occurred on startup on two separate occasions and could not be resolved. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error/loss of opm data issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with the complaint and show multiple controller error alarms due to a defective optical sensor lamp (1039) and ambient pressure out of range (131) on 2022-05-30 and 2022-06-10. On each day the console had been power-cycled, but the issue remained unresolved. The returned console was investigated the issue was reproduced. And on each boot-up the console's optical bench 5 signal parameters were out of specification. The invalid value of ambient pressure indicated failure of the optical bench electronics, rather than only failure of lamp assembly. When the optical bench was temporarily replaced with a known-good one, the issues was resolved. The cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.